Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of the sample. There was no report of patient impact.

Manufacturer narrative:
D4 medical device lot #: 3160061 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Bd was unable to determine the specific lot number, as the one provided is not valid, therefore a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of the sample. There was no report of patient impact.